Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hcp confirmed diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported a communication error occurred during operation. The patient's blood glucose levels rose to 360 mg/dl. The patient visited the healthcare professional and was diagnosed with diabetic ketoacidosis (dka). No medical assistance or treatment was required. A new pod was applied.